Event description:
A talent aorto-uni-iliac stent graft system was implanted in a pt for the endovascular treatment of an abdominal aneurysm approx 65 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported at a routine follow-up, it was noted that the aneurysm size has increased from 5.5 cm to 7.5 c, and the stent graft seems to have migrated distally. The physician plans to reline the stent graft with an endurant aui (aorto-uni-iliac) stent graft at a later date. No additional clinical sequelae were reported, and the pt is fine. An internal review of several still images was inconclusive as to the cause of the alleged migration and aneurysm enlargement. Films immediately post-implantation were not provided, so the initial stent graft placement could not be determined. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Eval, results: (graft migration, aneurysm enlargement).